Manufacturer narrative:
The lot number for the three reported malfunctions was provided, therefore the lot history reviews were performed. For one of the three reported malfunctions, the device was returned for evaluation. The investigation for the one malfunctions confirmed for fracture. The remaining two malfunctions, the devices have not been returned is inconclusive for fracture as no objective evidence was provided. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicates that model nnu8lpt drainage catheter allegedly experienced fracture. The information was received from one source. All three malfunctions involved a patient with no reported patient consequences. The patient's age, weight and gender were not provided.